Manufacturer narrative:
(B)(4). There is no device malfunction reported. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Explanted device pictures submitted appear to show both rods are broken. Rod and screws appear to show witness marks consistent with implant/explantation. Set screw driver hex interfaces appear to display rounded features, indicative of excessive torque during implantation and/or explantation. No pictures provided of rod fracture surfaces, set screw rod interface or threaded features. Due to limitations of submitted pictures, (in lieu of returned product for analysis), no additional information obtained from pictures provided for analysis.

Event description:
It was reported that the pt underwent a cervical procedure using posterior fixation at c1-c2 to treat atlantoaxial subluxation. Post op CT showed that the alignment returned to the safe before the surgical treatment, therefore the revision surgery was performed and was completed successfully.